Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading over 500 mg/dl. The customer was not available to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.